Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this patient underwent a total arch replace with a vascular graft. On (B)(6) 2008, the patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses ((B)(4)). It was not reported which device was implanted most proximal. The preoperative aneurysm diameter measured 70 mm. The final angiography showed a proximal type I endoleak. The patient also developed vocal cord paralysis. The cause of the vocal cord paralysis is unknown. The procedure was concluded, and the patient was monitored. On (B)(6) 2008, follow-up images showed the persistent proximal type I endoleak. The cause of the type I is unknown. The aneurysm diameter measured 70 mm. On (B)(6) 2008, tracheotomy was performed to treat the vocal cord paralysis. On (B)(6) 2008, a non-gore stent graft was implanted to repair the proximal type I endoleak. On (B)(6) 2008, a minor proximal type I endoleak persisted. The aneurysm diameter measured 70 mm. Vocal cord paralysis was also observed. On (B)(6) 2008, the patient was discharged. No follow-up examination has been conducted since. The current patient's condition is unknown.